Manufacturer narrative:
(B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when setting up the device, the flow meter ball (a visual cue for the selected setting) moved from 6 l/min to 10 l/min and would not stop at the 8 l/min gradation. When the ball was at 10 l/min, the customer was not able to adjust it to 8 l/min, the ball went directly to 6 l/min. Cleaning the flow meter ball resolved the issue temporarily, but it reoccurred. It is unknown if there was patient involvement associated with the reported issue.